Event description:
The customer reported that the blade moves with no power on run mode. This was noticed during testing. No pt involvement or adverse consequence was reported.

Manufacturer narrative:
Upon disassembly widespread corrosion was found.